Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has moisture damage and cannot be used. The customer's blood glucose reading was 68 mg/dl at the time of incident and 131 mg/dl at the time of the call. The customer indicated that she was recently hospitalized for pneumonia and diabetes complications, although didn't indicate what the complications were. The customer was advised that the device would be replaced and to return the product for analysis.